Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center discarded the impella product at the time of explant. No benchtop analysis of the root cause of the limb ischemia was possible; only the clinical report was evaluated. The clinical evaluation revealed that the root cause of limb ischemia was most likely related to patient condition. The failure mode will be monitored and trended.

Event description:
The complainant reported a female patient of unknown age presenting with acute myocardial infarction and cardiogenic shock. During support, the patient developed ischemia in the impella inserted leg. The decision was made to remove the device and replace with a new impella via axillary access. After removal, blood flow was restored.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿